Event description:
It was reported that the cleo infusion set generated a line blocked alarm, and no insulin was visibly present in the existing tubing during use. This issue may result in an interruption of therapy. There was patient involvement and no harm or additional adverse consequences were reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.